Event description:
An alarm issue was reported with the adc device in use with an iphone 13 mini phone with an ios operating system version 15.0. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer woke up from being asleep and felt unwell, which prompted the customer to drink juice before "passing out". The customer experienced a loss of consciousness and convulsions and was initially treated with juice which normalized their glucose level. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed. All results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 13 mini phone, ios version 15.0 and app version 2.8.1.6120. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer woke up from being asleep and felt unwell, which prompted the customer to drink juice before "passing out". The customer experienced a loss of consciousness and convulsions and was initially treated with juice which normalized their glucose level. No further information was provided. There was no report of death or permanent impairment associated with this event.